Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. No battery out limit alarms noted. The pump passed self-test, rewind, basic occlusion test and displacement test. No check settings alarms noted. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump alarmed unexpected restart and loss of settings after battery change due to faulty interface board. The pump was received with cracked case at reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call of unexpected restart, battery out limit and check settings alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had issues with the battery. The customer was able to prime and exit the rewind screen. The insulin pump will be returned for analysis.